Event description:
It was reported that while using bd bactec¿ fx40 instrument false positives were acquired on patient samples, there was no patient impact. The following information was provided by the initial reporter: "false positives. What confirmatory testing was performed that determined the false positive result? Gram stained and plated with no organism found. Were any erroneous results reported to the doctors? No."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx40 instrument false positives were acquired on patient samples, there was no patient impact. The following information was provided by the initial reporter: "false positives. What confirmatory testing was performed that determined the false positive result? Gram stained and plated with no organism found. Were any erroneous results reported to the doctors? No."

Manufacturer narrative:
H.6 investigation summary: a failure was reported on a bd bactec fx40 (p/n 442296, s/n (B)(6)). Customer inquired about results issues on their instrument. Bd remote assistance worked with the customer and collected the log files. From the log files it was found that there were five false positives. A field service engineer (fse) was dispatched and found that the rack needed to be replaced and the software needed to be updated. The fse completed the replacements and updates and returned the instrument back to the customer in proper working condition. The root cause was a rack failure and software issue. This is a confirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.